Event description:
We did a series of cervical surgery cases 2 years ago with a resorbable plate and screws called "inion". We are now seeing a third case of what appears to be long term and unusual reactions to this resorbable product. (Three pts so far). We did a small series of cases using resorbable plates and screws about 2 years ago. About 8 months after this, we saw a pt back who appeared to have some resorbtion of bone related to the plate screws. We reported this to the manufacturer and kept a watchful eye on this. We tracked this online and with the manufacturer and found no similar cases. This pt did not require re-operation, but is only now starting to fuse more solidly. Date of use: 2005 - 2006. Note: all related scans, reports and md notes are in the respective pt charts.